Event description:
Customer reported high bg's and that they took a manual injection of 5 units and bg's remained high. Advised customer, insulin might be bad. Customer didn't know how much insulin to take for current reading. Family member will be taking customer to emergency room.